Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify prime or fill anomalies due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin continued dripping after letting go of the act button and insulin squirted out. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. No further detail given. The insulin pump will be returned for analysis.